Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported hospitalization for blood glucose of 360mg/dl and diabetic ketoacidosis. Customer was treated with an IV and released. Customer indicated that they had a bent cannula which may have led to the hospitalization. No further assistance was necessary.